Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 2 tines of the locking screwdriver broke off while implanting a screw. X-ray confirmed pieces were not left in wound. Surgical delay of approximately 30 minutes. No instrumentation was left in the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this reported event was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.